Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services to report that this device and lead system was exhibiting elevated right ventricular (rv) pacing thresholds. The rv output has been programmed to 4.0 volts at 1.0 ms. The patient is 100% pacemaker dependent. The physician believes that a device with this programmed parameter setting should have a longevity of 5.0 years. Currently, the device's battery longevity estimator is displaying 2.5 years. The physician requested that a memory upload be performed and the patient has been scheduled for further follow-up at the clinic. The local representative was contacted who reported that the right ventricular lead had exhibited high rv pacing thresholds despite multiple repositioning attempts at the time of the implant procedure. Currently, the rv pacing output is programmed to 4.0 volts at 1.0 ms. The physician was now dissatisfied with the projected longevity of 2-3 years and felt that the device's longevity should last up to 5 years. No episodes of asystole was observed. To date, a memory upload or save-to-disk has not been returned to boston scientific. Boston scientific received information from the local representative that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. According to the local representative, pacing thresholds continued to increase over time (up to 2.5 volts at .8 ms). Sensing and pacing impedance remained stable over time. The device's battery longevity decrease due to high outputs (5.0 volts at 1.0 ms) that were programmed due to high pacing thresholds. According to the implant form, the device was explanted due to normal battery depletion (nbd). The lead was surgically capped.